Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted during testing. The insulin pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. The daily total feature functioned properly. The insulin pump had minor scratched lcd window. The drive support disk was inspected and no anomaly was noted during testing.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose and low blood glucose. The customer's blood glucose was 356 mg/dl at the time of hospitalization for high blood glucose. The customer's blood glucose was 42 mg/dl at the time of hospitalization for low blood glucose. The customer stated that she experienced nausea at the time of high blood glucose. The customer stated that she was given IV drip for the high blood glucose. The customer stated that the drive support cap was loose. The customer stated that the insulin pump was not dropped or bumped. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.